Manufacturer narrative:
The external axiem power/data cable was returned to the manufacturer for analysis. The returned cable was found to be in good condition with no apparent physical damage. The cable also passed a continuity test with no opens or shorts detected. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI not available for this system. Other relevant device(s) are: product ID: 9733597, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could be reproduced. Parts were replaced and the issue resolved. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable.. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a shunt electromagnetic localization system case. It was reported that intra-operatively, the site experienced poor electromagnetic localization system connectivity during the case. Everything was green and going smoothly and during registration the status of the emitter and instruments went red all at once. The site wiggled the connection cable which made it flip between green and red status. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of five to ten minutes due to this issue.